Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter systems sometimes leak from the q-syte o nthe y port. It was reported that blood and saline have leaked out onto clothing. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.

Manufacturer narrative:
A review of the dhrs could not be performed as the lot number was not provided. Observations and testing could not be performed because units were not received for investigation of this incident. Probable root cause of this incident is indeterminate. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that bd nexiva closed IV catheter systems sometimes leak from the q-syte o nthe y port. It was reported that blood and saline have leaked out onto clothing. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.